Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and post surgical neuritis. It was reported that the patient had lost a lot of weight and confirmed that their reason for losing weight was unrelated to their ins. They reported that since then, they were unable to sit on the side where the ins was implanted because the ins stuck out of their body and burns them. The patient stated that this had been going on for about nine months. The patient stated that the reason for calling was to meet with a manufacturer representative (rep) because they wanted the ins taken out. The patient stated that they had been trying to reach a rep who was present at the surgery where the ins was installed. The patient also stated that they had tried to reach out to their healthcare provider (hcp) for assistance with the issues reported, but noted that their doctor quit. The patient stated that they were told that they needed an x-ray in order to get an appointment to meet with another hcp. The rep¿s role was reviewed but patient service offered to send an email out to the reps regarding the patient¿s request. It was asked but was unknown when the event occurred but stated about nine months. No further complications were reported/anticipated.